Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for post-polypectomy bleeding in the rectum during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the clip was able to open and close on the site; however, it would not fully deploy. It was not able to be reopened and repositioned. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.